Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The device was received from the field with battery voltage level above the elective replacement indicator level. No anomaly was found on the header that is related to the field concern. After electrical, mechanical, and thermal stress tests were performed, the device exhibits normal device characteristics with battery voltage above the elective replacement indicator (eri) level. Longevity assessment was performed, the device was in normal range of operation with appropriate remaining longevity.